Event description:
Same patient as MDR ID 2134265-2012-07578 and 2134265-2012-07580. It was reported that during an stenting treatment procedure pulmonary embolism and patient death occurred. The target lesion was an area of stenosis in the superior vena cava (svc). The lesion was predilated with a xxl balloon. A 20x4mm wallstent was implanted in the svc. The stent was well apposed. There was a lot of visual thrombus noted. A second xxl balloon was inflated. Again, large thrombus was seen in the svc; although, heavy thrombus burden was noted 'everywhere' in the svc. Following the second balloon dilation, the patient's blood pressure dropped. The physician believes thrombus traveled to the lungs resulting in pulmonary embolism. CPR performed for approximately 45 minutes. The patient died.

Manufacturer narrative:
Age at time of event: (B)(6). Device evaluated by MFR: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).